Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. The insulin pump received with normal operating currents. No unexpected failed battery test alarm noted. The insulin pump received with cracked case at display window corner, battery tube threads, cracked belt clip slot and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error. The patient's blood glucose level was 500 mg/dl at the time of the incident. The customer did not mention any form of treatment for their blood glucose levels. The customer stated that their insulin pump would not rewind. The customer experienced a failed battery test in which new batteries did not resolve. The customer mentioned that the insulin pump beeped all the time and was not functioning correctly. Customer does not use the sensor feature on the pump.. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.